Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset instructions, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to report back if any issues arose.